Event description:
Reported false positive flu b results. 9 out of 46 patients, 3 were asymptomatic. The customer communicated 2 of the results were confirmed by another rapid antigen assay. Unknown if the other 7 results were confirmed, confirmation methods not provided.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.